Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the serial number was not provided. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards learned that this patient with a 29mm implanted in mitral position underwent a valve-in-valve intervention due to mitral valve stenosis (pmax/pmean: 27/15mmhg) after an implant duration of 3 years and 27 days. As per information provided, indication for the implant of this surgical valve was stenosis. A transcather valve was implanted transapical into the surgical valve successfully. Patient in good condition. Serial number was not available in patient records.